Event description:
Patient reported ¿deflation¿ and ¿replacement from textured to smooth due to the patient concern of the implant¿. This record is for the right side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.